Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system: section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation."

Event description:
A notification was received via abiomed's long-term outcome and quality indicator (loqi) impella registry regarding a patient who experienced limb ischemia during impella cp support. The patietn experienced a loss of pulses in the right lower extremity and it required emergent placement of a distal perfusion cannula. It was reported that care was eventually withdrawn due to the patient's neuro status. There is not enough information to exclude the impella device as an associated factor in the patient's demise.